Manufacturer narrative:
Unit received with blank display. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test. Cut and open to perform visual inspection found moisture damaged electronic assembly and corroded battery tube. Swapping out test board to confirms blank display due to moisture damage lcd board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, broken battery tube threads, stained keypad overlay, stained address/serial number label and stained end cap sticker. Blank display due to moisture damage lcd board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display and battery compartment corrosion. The customer reported no adverse event. The event involved product(s) mmt-722wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-722wws was requested and customer response was the device will be returned. The customer will discontinue the use of the device.